Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this cardiac resynchronization therapy defibrillator (crt-d) appeared to be depleting more quickly than expected and that the crt-d recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This crt-d currently remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The crt-d was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Additional information received that this crt-d was explanted. No additional adverse patient effects were reported.